Event description:
It was reported by the patient that an angio-seal was deployed post renal angiogram. While in recovery, the patient experienced pain in the leg. The patient was discharged; however, the pain continued and the patient returned to the physician approximately 3 to 4 days later. Swelling was present in the groin and the patient was sent to the emergency room. An ultrasound revealed a pseudoaneurysm. The patient was admitted to the hospital and the pseudoaneurysm was treated with medication. Follow-up ultrasounds were performed and the patient was discharged. Ecchymosis developed down the leg and into the groin. The patient still experiences pain and has been seen several physicians. A test for possible nerve damage has been scheduled with a neurologist. Attempts to gain additional information have been unsuccessful.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk with the use of the angio-seal device or vascular access procedures. If suspected, this condition may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instructions for use (IFU) state the safety and effectiveness of the angio-seal device has not been established in patients with uncontrolled hypertension. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, would drainage, or any other unusual symptoms.